Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported that an intraocular lens (iol) was explanted and replaced with another iol. Additional information received stated that patient's left eye was affected. The lens was explanted because it became dislocated, rotated out of axis. Patient's vision was blurry after iol exchange.